Event description:
Reporter stated that customer received the following results on the performa nano system within 1 minute: 96 mg/dl and 32 mg/dl. At an unspecified time later customer tested on a different performa nano meter and received a result of 38 mg/dl. No action was taken based on these results as customer passed out following them and had "contusions and cuts." No treatment was received. Customer has since recovered and is "feels better." The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.